Event description:
It was reported that the patient was complaining of fatigue and dyspnea. A program change to rate response was made to the device to help with getting the patient¿s heart rate up. A month later the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).